Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported mitral stenosis could not be determined. Additionally, reported mitral stenosis is listed in the instruction for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the mean gradient pressure increased to 6mm hg with clip deployment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (cds0601-ntr, 90924u127 and cds0601-xtr, 00123u152) were implanted, reducing the mr to <1. On unspecified date, the patient presented with increased mr with a grade of 3-4. The initial clips were confirmed to be stable on the leaflets and there was no leaflet or chordal damage noted. In the physician¿s opinion, the increased mr was due to progression of disease. On (B)(6) 2020 a second mitraclip procedure was performed. One clip (cds0701-nt, 00228u132) was implanted, reducing the mr to 2 from 3-4; however, the mean pressure gradient increased to 6 mmhg. The patient was fine post procedure. No additional information was provided.